Event description:
After 22 months of implantation, the device involved in this MDR report was explanted and returned because failure to charge was observed during follow up; it should be noted that this behavior was not related to any shock therapy.